Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: on (B)(6) 2008, patient underwent spinal fusion surgery in which rhbmp-2 was used. Per op notes, surgeon placed a l2-l3 cage on the left side, which was 8 mm with interbody arthrodesis occurring with bmp and autograft. The posterolateral arthrodesis was then completed using the previous bone stimulator from the surgery, genex as autograft as well as bone morphogenic protein. Patient tolerated the procedure well without any intraoperative complications.

Event description:
It was reported that on (B)(6) 2008, patient underwent a posterior lumbar interbody fusion surgery at l1-l2, l2-l3, and l4-l5 using rhbmp-2/acs to correct her back pain and bilateral radiculopathy. It was reported that on (B)(6) 2008, patient underwent revision surgery for post operative l2 radiculopathy using rhbmp-2/acs at l2-l3, l3-l4, and l4-l5. In (B)(6) 2009, patient's symptoms returned and worsened and included numbness and pain in her right leg and foot resulting from exuberant bone growth . MRI and CT imaging of patient's lumbar spine confirmed exuberant bone in her lumbar spine, requiring revision surgeries on (B)(6) 2011, (B)(6) 2012.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.